Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device was experiencing syncope. An interrogation was performed where it was noted that the device recorded many rhythmic episodes. It was unclear as to whether or not this was playing a role in the patient's symptoms. The atrial lead was also noted to be undersensing. Atrial sensitivity was reprogrammed. There were no additional adverse patient effects reported. The device remains in service.